Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient stroke. It was reported that on (B)(6) 2020, one clip was successfully implanted to treat degenerative mitral regurgitation (mr), reducing mr from 4 to 1-2. On (B)(6) 2020, the experienced takotsubo cardiomyopathy and suffered a stroke. No additional information was provided.

Event description:
Subsequent to the initial 30-day medwatch the following information was received: there was no device issue with the mitraclip. No treatment was performed. Per the physicians opinion, the stroke was due to tako-tsubo cardiomyopathy that was stress-induced disease and tako-tsubo cardiomyopathy; not related with the mitra clip procedure; therefore, the stroke was not related to the mitraclip.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of cerebrovascular accident (stroke) as listed in the mitraclip nt system, instructions for use, is a known possible complication associated with mitraclip procedures. The investigation determined the reported cerebrovascular accident (stroke) appears to be related to patient conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.